Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2019, two of the gii quick anchors sutures broke. No patient harm was reported. There was no surgical delay. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. No lot numbers were supplied which precludes conducting search for non-conformances or a lot specific search in the complaints handling system. The complaint devices were received and evaluated.three inserters and 3 sutures with 3 needles attached were received for evaluation.since there were no lot numbers available to find the complaint devices, investigation will be performed on all the received devices. But there were only two complaint devices involved in the procedure. Visual inspection was performed to reveal any gross visual defects that may contribute to the complaint condition. However inserters were in good condition and ends of the sutures were damaged, confirming the complaint. However,the received sutures weren't long enough to perform strength testing. A definitive root cause could not be determined but one possible root cause could be when excess force was applied to the suture causing it to cut/break. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthese mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.